Event description:
Pump set to deliver cardizem at 10cc/hr & vtbi at 125cc. Noticed after 1hr 20min, entire drip was infused. The pump was reading that it was set at 120cc/hr even though rn programmed it at 10cc/hr. No untoward effects to pt.